Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) could not recognize transducers. There was no patient involvement.

Event description:
It was reported before use on a patient, the cardiosave intra-aortic balloon pump (iabp) could not recognize transducers. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and the issue could not be duplicated and all pressure parameters are functioning as expected. Calibrations, functional testing, and safety testing all passed per factory specifications. Device was cleared for clinical use and returned to the customer.